Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient was confused and unable to tell the hcp where they were from. They found the patient walking down the middle of the road on (B)(6) 2017 and the patient didn't know where they were and was all dirty. The patient's drug screen was negative for fentanyl. The hcp spoke with a doctor in the emergency room (ER) who said that the patient has had problems with confusion over a number of years and had been in the psych ward before. The hcp believed the confusion was a pre-existing condition prior to the infusion system being implanted; however, the doctor in the ER stated they thought it was a problem with the patient's pain pump and wanted the hcp to make a dose adjustment. There were no further complications reported or anticipated.